Event description:
The customer alleged that the monitor on the complaint device was frozen and requested support. It is unknown if the complaint device was in clinical use at the time that the issue was discovered as this information was not provided. There was no adverse event or patient harm reported.

Event description:
The customer contacted the customer care solution center and alleged that the monitor on the complaint device freezes when adjusting parameters and that the screen had frozen. The customer then requested support. It was originally unknown if the complaint device was in clinical use at the time that the issue was discovered as this information was not provided. Information was later provided which indicated that the complaint device was in use at the time that this issue was discovered. There was no adverse event or patient harm reported.